Event description:
Boston scientific received information that the patient implanted with this system developed a pocket infection. Subsequently, the whole system was explanted. Should additional information become available, this event will be updated. Dates provided by boston scientific. It is unclear if the provided event date of system explant or the date the infection was discovered.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.